Event description:
The customer reported to olympus, the camera head was washed and autoclaved during reprocessing. As a result, the camera head did not display an image. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer allegation ¿no image¿ was confirmed. The device displayed no image and the cable was twisted. The cable and the adapter was not watertight. There was a gap between the acoustic lens and ultrasound probe. The charge coupled device (ccd) unit and the adapter unit were damaged by the autoclave process. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the camera head was damaged and no image occurred due to the autoclave sterilization being conducted wrongly. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[camera heads which are marked with the words ¿autoclave¿ are compatible with autoclaving]¿. Olympus will continue to monitor field performance for this device.